Event description:
Customer's mother reported customer's insulin pump accidentally fell in ice water. The device was beeping and the battery may have been low. There is fluid under the led screen. Customer's blood glucose is 190 mg/dl. There are no cracks in the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly, vibrator motor and battery tube assembly. The insulin pump was received wtih a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).